Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited longer than expected charge times. The device is part of the shortened replacement window advisory. This advisory was originally communicated april 5, 2007. Monitoring voltage was greater than 2.65 v at 27 months; the device did not exhibit the advisory behavior. Technical services advised a normal follow up schedule. Further information revealed the device declared end of life (eol) due to extended charge time. The device was explanted and replaced with another boston scientific ICD. There were no adverse patient effects reported.

Manufacturer narrative:
The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.